Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy procedure, the black pusher thumb piece could not be moved at all and the device did not fire. It could be fired with its own staples, but could not be fired with another staple. The surgeon replaced it with the new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. Visual inspection noted the loading unit displayed a full complement of staples and the interlock was engaged with no knife damage. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.